Event description:
It was reported that during testing conducted at the MFR facility the saw caused a bias current error to be displayed on the console. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the MFR facility, there was no pt involvement and no delay to a surgical procedure.

Manufacturer narrative:
Internal corrosion and worn components were discovered throughout the device, including the motor, bearings, rotor, blade mount and eccentric gear. The presence of corrosion in the device is a probable cause of the bias current error.